Event description:
The patient received his scs system on (B)(6) 2007. It was reported the patient no longer had stimulation. The patient had a communication error for three weeks trying to establish communication between his charger and his ipg. A spacer kit was sent to the patient, which did not resolve the issue. A new charger was sent to the patient. Attempts to determine if the new charger resolved the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.